Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with severely scratched display window.

Event description:
The customer's father reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 472mg/dl. The customer treated the high with insulin pump. The father attributes the high to a bent cannula. The customer declined to troubleshoot for bent cannula. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.